Manufacturer narrative:
(B)(4).no conclusion code available; failure event observed during analysis.final analysis found that the pulse generator was in backup operation due to multiple flipped bits in the software. The battery voltage was noted to have depleted past elective replacement levels during implant. The device longevity was tested and found to have exceeded its projected life expectancy.

Event description:
This is to advise of an event observed during analysis.